Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery using ultra fast-fix, the t1 implant did not deploy into the meniscus out of the shaft and the t2 deployed out of shaft but not into meniscus. No anchors from this device were left in patient. Surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were returned with the device and attached at the distal tip of the needle. The actuator was triggered pushing the t2 anchor to the back of the t1 anchor. The device is coated in debris. No physical damage visible. A functional evaluation revealed with pressure applied behind the t1 anchor the anchor detaches as intended. The t2 anchor could deploy as intended as well. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.